Event description:
Patient with medical history of cad, htn, hld, dm2, gerd and hypothyroidism presented to ed for management of stemi (st-segment elevation myocardial infarction). Patient taken to or for left heart catheterization, bypass graft angiography and intra-aortic balloon insertion. Post-op the patient continued to complain of chest pain. The next day, patient was taken back to the or for successful emergent removal of ruptured intra-aortic balloon pump from the right common femoral access point. Hemostasis with balloon inflation of the right femoral artery was achieved.